Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcbs (pcbs). The device then passed all testing.

Event description:
It was reported that a ventilator had an erratic lower display. The ventilator was not on a patient at the time of the event.